Event description:
This report summarizes 13 malfunction events where midwest® e mini 1:5 handpieces overheated. 12 events resulted in no injury. 1 event resulted in the patient being slightly burned with no intervention.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 12 of 13 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of three devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Manufacturer narrative:
This is a follow up report adding vmsr to the exemption/variance number field. This was not included in the initial report.